Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) for the lot number 5583951 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced left sided rupture post procedure. The rupture was noted when the device was being explanted on (B)(6) 2019. Bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed with explant. Mentor received additional information on 3/1/2019. In addition to the left rupture reported previously, bilateral ptosis, left sided calcifications surrounding the implant, and right sided baker's grade iii capsular contracture were noted. This report relates to the right side. See 1645337-2019-08072 for the left sided prosthesis report.